Event description:
The port was implanted into the left subclavicular region in 1999. The port was flushed prior to, and following surgery without difficulty, and functioned properly for several days. After this time, nurses could no longer draw or infuse through the port. The port was removed and a second port was placed in the right subclavicular region without incident. The nurse flushed the port after it was removed, and it appeared to be functioning properly.